Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported right side deflation. Device remains implanted.

Event description:
Device was explanted.

Manufacturer narrative:
The reason for reoperation was deflation. Device evaluation: analysis of the returned device identified an opening on radius, creases fold and wear abrasion. Leak test and microscopic analysis were performed which identified crease (sharp) opening and observed void >1 mm in non-textured, valve-to shell-bond area. The fill test inspection was performed, with the result of no blockage. Based on the device analysis the final assessment is an opening crease (sharp) on anterior due to fold flaw opening.